Manufacturer narrative:
Twice, additional info was requested from the doctor and not received within the 30 day window. This report is being filed with the info available to comply with the 30 day reporting requirement. When additional info is received, a follow-up report will be submitted.

Event description:
Pt was converted to a total knee due to anterior pain. Conversion was uneventful.